Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose of the customer was over 500 mg/dl, 258 mg/dl, 186 mg/dl, 400 mg/dl. The customer was treated with insulin pump. Customer also stated an issue of calibration not accepted. Customer states the led blinked on and off. Customer was advised to change sensor for replacement and connect the watertight tester and watch for the green led to blink several times on the transmitter . Troubleshooting was performed but issue was not resolved. The insulin pump will not be returned for analysis.